Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the (B)(4) test. The pal evaluated the device. An internal inspection revealed fluid present inside the bottle, pump and door assemblies causing the pump to short and not activate. The assignable cause for the (B)(4) test failure - earth leakage current was determined to be a shorted/inoperative pump due to fluid ingress. The device's service history record was reviewed and no issues were identified that may have contributed to the (B)(4) failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.